Manufacturer narrative:
Additional information was provided in a.1., b.5., and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that lens not advanced in the cartridge. Subsequently the lens was removed during initial procedure and completed with another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens loaded easily into the cartridge. Once the surgeon tried to advance into the patients eye, the lens appeared stuck in the cartridge. Several attempts were tried with no advancement. The procedure was completed on same day by using unspecified replacement lens. There was a patient contact.